Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with pump use. The reporter stated that the patient's blood glucose (bg) was 55mg/dl with symptoms of unsteadiness when walking or standing, shakiness and dizziness. Reportedly, no treatment was provided above and beyond usual diabetes management, there had been no pump setting adjustments by the patient's healthcare provider before or after the alleged event and the patient remained on the pump. Troubleshooting the pump could not be fully completed at the time of the call. This complaint is being reported for alleged hypoglycemia associated with pump use for which a pump malfunction could not be ruled out.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.